Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va09uly, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient noted: "it's not working." A problem with the patient programmer was reported. It was reported that the patient was experiencing a loss of therapeutic effect. Event 1) date (B)(6) 2014. The patient had a fall and fractured his humerus bone. The patient fell forward. The patient had a return in symptoms. He was not feeling stim. He went from 3v to 8.3v on program 1 and stim was not felt. The patient stated he was not told to switch programs; he will check with hcp (healthcare provider). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.